Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was unknown. The customer stated that there is no alarms after event and after count alarm occurred. Customer stated a temp basal was not programmed before the alarm occurred. The customer was advised to monitor pump.